Manufacturer narrative:
Siemens filed MDR 1219913-2021-00324 initial report on 19-may-2021 for falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results obtained on the same patient. MDR 1219913-2021-00324 supplemental report 1 was filed on 29-jun-2021 for additional information. 23-aug-2021: additional information: siemens has completed the investigation. The customer observed persistently elevated advia centaur xp high-sensitivity troponin I (tnih) results on one patient which were low, not elevated with alternate troponin I and troponin t methods. The elevated tnih results did not match the clinician expectation. Siemens has reviewed the available information. Quality control (qc) was within acceptable limits which indicates a sample/patient specific incident. The customer provided the patient sample for further testing by siemens. The sample was run in triplicate neat (undiluted) and after treatment with heterophile binding tube (hbt). The sample was run in triplicate on the advia centaur tni-ultra assay (alternate troponin I method). The advia centaur tnih neat results were consistent with the customer observation and recovered slightly elevated above the instructions for use (IFU) 99th% reference value of 47 ng/l. The results are still within the 90th% range for females. The hbt treatment of the sample generated elevated tnih results and did not indicate the presence of a heterophile antibody. The advia centaur tni-ultra assay (alternate troponin I method) results for the sample were low/less than the IFU 99th% reference limit of 0.04 ng/ml. Tnih uses different antibodies than tni-ultra and the competitor troponin I/t assays and therefore has different binding dynamics to the troponin I molecule. Tnih is a more sensitive method and can be elevated in the absence of myocardial infarction for some cardiac and non-cardiac conditions. A product performance issue was not observed. The customer is operational. The instructions for use (IFU) states under the definition of a high-sensitivity assay section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion code were revised. MDR 1219913-2021-00323 supplemental report 2 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results on the same patient. Siemens has requested the advia centaur xp reagent lot number. The patient sample was repeated at a different site with a similar advia centaur instrument for troubleshooting/verification purposes only. An elevated tnih result was observed. Siemens is investigating the event. The instructions for use (IFU) states under the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." MDR 1219913-2021-00323 was filed for the same patient and event.

Event description:
A discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) result was obtained on a patient sample. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument and the result was elevated. The patient sample was sent out to two alternate laboratories and tested on an alternate troponin I method as well as an alternate troponin t method, each resulting lower. A corrected report was not issued by the customer. There are no known reports that treatment was altered or prescribed or adverse health consequences due to the discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00324 initial report on 19-may-2021 for falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results obtained on the same patient. 04-jun-2021: additional information. A2: (age): 32. A3: (sex): female. B7: (other relevant history, including preexisting medical conditions): the patient had been admitted in (B)(6) 2020 with breathless, chest tightness with raised troponin and presumed myopericarditis. The cardiac mr scan on (B)(6) 2020 demonstrated no evidence of myocardial inflammation or active pericardial disease. Follow-up bloods in march and april had persistently raised troponin and normal ECG and echocardiogram. The patient has no known preexisting medical conditions or medications. D4: (lot number): 046. D4: (expiration date): 01/26/2022. H4: (device manufacture date): 10/26/2020. As part of troubleshhoting the issue, the samples that were sent to the two alternative laboratory sites were aliquot samples prepared from a single centrifuged sample. The aliquot samples were sent to the alternate laboratory sites at the request of clinician as it was felt the results did not match the clinical scenario. A sample dilution (elevated, actual result not provided) was processed from same sample tube and the same tnih reagent lot as the original neat analysis. Siemens continues to investigate and has requrested the patient sample for further investigation. MDR 1219913-2021-00323 supplemental report 1 was filed for the same event.